Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. On (B)(6) 2016, an fse conducted follow-up with the customer over the phone. The fse learned that the column in-line filter cartridge was leaking. The customer was advised to tighten the filter cartridge which resolved the pressure issue. The customer was then advised to lower the flow rate to achieve the desired retention time. A follow-up call indicated that the instrument had returned to normal operation the most probable cause of the reported event was due to a failure of the prefilter housing assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported an error long retention times and error 35 (check sa1c retention time) on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.